Manufacturer narrative:
Follow-up #1 07/21/2011. Animas has conducted a review of the device history record for this pump on (B)(6) 2011 and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up 21 date of submission "(B)(4) 2016" - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box data from the time of the reported event is unavailable for review due to continued pump use. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was primed during investigation and the pump displayed the appropriate warning to disconnect before priming. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a cracked battery compartment and cracks around the perimeter of the display lens, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
The patient reported that he was not disconnected when he put the new cartridge into the pump for the rewind/load step. It was estimated that the patient inadvertently received 20units of insulin. The patient reported his bg was 315mg/dl at the time of the call. Customer service (cs) reviewed the pump history with the patient and there was no prime volume in the history. Cs spoke to a family member and instructed them to call 911 or take the patient to the emergency room (ER); the family member decided to take the patient to the ER. The patient continues to use the pump without any further reported issues. This complaint is being reported because of the patient's need to seek medical intervention.